Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 0.066¿ in length and were not axially aligned with the tube axis. Material was missing from the surface of the main tube. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the grey band near the distal end of the 8mm monopolar curved scissors (mcs) instrument was worn and showing the orange conductive material. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that there was no patient involvement.